Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep and display anomaly. Customer's blood glucose at time of incident was 4.8mmol/l. Customer's father called regarding patient pump is flashing black and white on the screen and beeping and do not react on button presses. Customer fell on his pump during sport and after that was when it occurred. The customer was advised that we need to replace pump and advised to go to backup plan.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd with audio beeps due to cracked lcd controller. The insulin pump had a minor scratched display window, scratched case and a pillowing keypad overlay.